Event description:
Per the clinic, the patient experienced pain and swelling around the implant site (specific date not reported) and subsequently was treated with topical antibiotics and steroid (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on may 17, 2022.